Manufacturer narrative:
(B)(4): a visual and microscopic examination of the flextome cutting balloon was carried out. Examination revealed a hypotube shaft break 640mm from the distal end of the strain relief. The device could not be inflated due to the shaft break. Examination revealed no other damage on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2010. It was reported that during a percutaneous transluminal angioplasty (pta) procedure a shaft kink occurred. The 99% stenosed lesion was located in the moderately tortuous popliteal artery. The physician attempted to advance the 1.5cm x 4.0mm flextome monorail cutting balloon to the lesion, however the shaft kinked. The procedure was completed with another of the same device. There were no patient complications and the patient's current status is reported as good. However, analysis of the 1.5cm x 4.0mm flextome monorail cutting balloon revealed a shaft break.